Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before use, there was foreign matter has been mixed in bottom of the foley tray.

Manufacturer narrative:
The reported event was confirmed- cause unknown. The product had caused the reported failure. Based on the evaluation, observed a black residue inside the tray compartment. However, the origin of the black residue is unable to be identified. The exact cause of how and when the problem occurred could not be determined. The reported event is confirmed as an unknown cause. A potential root cause for this failure could be due to (example: defect contributed by vendor/improper handling/unclean machine / working area). A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Corrections made to tab(s) d, f, h initial reporter name: (B)(6). This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that before use, there was foreign matter has been mixed in bottom of the foley tray.